Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer has reported that the issue was intermittent and would occur half of the time. The customer reported that the volume cylinder was replaced due to the x1 leaking all the way to zero during the autofill test and replacement of the volume cylinder fixed the reported issue. The customer verified that the iabp unit was returned to service and working properly. (B)(6).

Event description:
It was reported that the helium volume cylinder for the cs300 intra-aortic balloon pump (iabp) was leaking. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.